Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to volcano policy. Visual and microscopic inspections were performed on the returned device. During the post-decontamination visual and microscopic inspections, it was observed the wire was stuck inside a micro catheter and could not be dislodged. Approximately 502mm of the wire was exposed from the end of the catheter to the distal end of the sensor housing. The entirety of the distal coil was present but was stretched out to approximately 352mm in length. The core wire was twisted and was separated. A 24mm portion of the core wire extended past the sensor housing and the remaining 6mm of the core wire was still attached to the solder at the dome, at the tip of the distal coil. The distal end of the sensor housing and the solder dome was corroded. There was also white material between the housing and the sensor as well as residue on the sensor. Volcano was able to confirm the wire did not cause the acute coronary artery spasm. All portions of the wire were accounted for after removal from the patient. No damage was observed during preparation. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, no other complaints were reported for this same failure mode within this lot. We will continue to monitor these types of complaints.

Event description:
The customer reported that during the procedure when the physician was removing the wire from patient, the patient experienced a coronary artery spasm and the wire became stuck in the vessel. The physician removed the wire from the patient using a micro catheter. The physician did not visually see any separation of the distal coil. Through angio imaging, the physician was able to determine no part of the wire was left in the vessel. The ffr/ifr measurement was completed before the coronary artery spasm occurred. Vessel: rca distal, tortuousness: severe there was no patient injury. And the patient was discharged as expected. Patient's condition today was reported as "no problem." All reasonably known patient information is included in this report.